Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental report will be filed.

Event description:
A 66-year-old male presented with acute stemi and cad. The patient then decompensated and required CPR. Impella cp placement successfully stabilized the patient. Due to need of increased hemodynamic support, the patient has been escalated to an impella 5.5 heart pump. Patient was slightly bleeding from femoral impella cp access site. Inability to hold pressure during cab procedure, therefore a cutdown has been performed to stop the bleeding.